Manufacturer narrative:
A. Patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4 set screw re placement for an indication of inadequate bone fusion after posterior fusion. It was reported that the patient had initial surgery of posterior fixation by l3 / 4deps technique and posterior fixation by s1 / s2ai and revision surgery was performed due to bone fusion failure after posterior fixation. There was no malfunction with mdt products that resulted in bone fusion failure. During revision surgery, while the set screw was about to be installed, it was hard like a cross-thread, and the set screw was replaced with a new one, but no improvement. It appeared that the screw head thread itself may have been deformed, and when the screw was replaced and the set screw was replaced again with another one, the problem was resolved. While the set screw is a titanium alloy, it is unlikely that the thread of the cobalt-chrome alloy screw head was pushed down and crushed, but it is unclear whether the problem was on the set screw or the screw. There were no patient symptoms reported. There were no further complications reported regarding the event.